Manufacturer narrative:
The event of ipg replacement was reported to abbott. The size of the ipg was causing the patient's discomfort. Surgical intervention was undertaken wherein the patient's ipg was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined."

Manufacturer narrative:
Section a4: during processing of this incident, attempts were made to obtain patient weight. Further information was requested but not received.

Event description:
It was reported that the patient was experiencing pain at the site of the ipg. It was noted that the size of the ipg was causing the patient's discomfort. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted, replaced, and therapy was restored.